Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a distal circumferential fracture at the glass cap; therefore, the reported fiber cap break was confirmed. Due to the fracture, the level of devitrification could not be determined. A distal circumferential fracture has the potential for forward firing; a forward firing test was performed and resulted in an output which was below the threshold for potential patient harm. The metal cap exhibited mild debris adhesion on its surface. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The connector cone, segments, and tabs appear in good condition and secured. The fiber passed the connector segment verification test. The control knob is attached and aligned with fiber and can rotate the fiber. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window leading to the fiber damage. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the reported event and identified distal circumferential fracture.

Event description:
It was reported that during photo-selective vaporization of the prostate, the fiber metallic tip broke. The issue occurred after 16 minutes and 26 seconds with 164,739 joules used. The fiber was changed, and the procedure was completed without patient complications.

Event description:
It was reported that during photo-selective vaporization of the prostate, the fiber metallic tip broke. The fiber was changed, and the procedure was completed without patient complications.